Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose event with a peak of 324 mg/dl while using the ilet system, during which pump deliveries were occurring, no recent food intake was reported, meal announcements were consistent, and the glucose level began to decline during the call, suggesting the infusion set was functional and the system was in the learning phase. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and non-medical assistance provided by a caregiver out of concern. Investigation included a review of device function and user-reported history, with troubleshooting and education provided. Investigation of this case revealed no device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.